Event description:
Drive devilbiss is the initial importer of the device which is a walker. Enduser was walking on the street approaching the door to a building she wanted to enter when the walker allegedly collapsed and she fell forward. She fell onto the cement, breaking her top four front teeth and scratching her cheek, hands and arm. Emts were called but she did not go to the ER. She had the walker repaired and is continuing to use it.